Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the root cause of the adhesive peeling. The event can be detected/prevented by following "chapter 3 preparation and inspection 3.2 inspection of the endoscope¿ of the instructions for use as below: "[inspection of the endoscope] 1. Inspect the objective lens at the distal end of the endoscope for scratching, cracks, dirt, gap around the lens, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed. The peeled objective lens adhesive was also confirmed. In addition, a universal cord pinhole, loose light guide connector, a worn forceps elevator lever, and general damage were found. This investigation is ongoing, and additional information regarding this event will be requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report that their hd endoeye laparo-thoraco videoscope had an angulation malfunction. Upon evaluation and inspection of the returned device, the objective lens adhesive was found to have been peeling. This MDR is being submitted to capture the reportable malfunction discovered during evaluation.